Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusions during basal and bolus deliveries. The customer's blood glucose level elevated (up to 600 mg/dl). As the customer had changed the cartridge and infusion set, tandem technical support was unable to perform a system check to help determine the cause of the occlusions.